Event description:
A pt service erp (psr) contacted zoll customer support while with a (B)(6) male pt to report that a battery that was issued to the pt was generating battery faults when placed on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been investigated. As received the battery could not power up a monitor or charge on a charger. Upon eval, the output voltage was measured at 6v. The cause for the low output voltage cannot be positively determined, but was likely the result of defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.